Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france. It was reported that the rotaflow console went out while the device was connected to the patient. At that time, the machine was connected to the main power and the battery was fully charged. More information requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france. It was reported that the rotaflow console shut down while the device was connected to the patient. At that time, the machine was connected to the main power and the battery was fully charged. No alarm or any error messages were noticed by the customer. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) was sent back to manufacturer for investigation. It was received on 2023-03-13 and during investigation by the getinge service department on 2023-03-29 the reported failure "rotaflow console shut down" could not be reproduced. During the investigation it was confirmed that the turn-push function of the ICU rotary knob doesn't work properly, which is not in relation and could not lead to the reported failure. The rfc was tested several hours and no incorrect function of the device was found. As part of the maintenance, the mcp00706497#main switch rfc repair set (article number 701050674), the rf ICU push & rotary knob (article number 70107.3408), the rf cover for d-sub plug (article number 70107.3413) and 4x hl20_rubber foot 24x12rpm/tpm (article number 70105.4567) has been replaced. The device was tested according to specification, is working as intended and was sent back to the user. Based on these investigation results the reported failure "rotaflow console shut down" could not be confirmed. However, the failure mode "rotaflow console shut down" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)): (un)intentional stop of the pump, e.g.: * pump stop intervention after technical error (e.g. Pump runaway, error head). * wrong intervention limits. * unintended rpm change by user. * unintended switch off by user. The review of the non-conformities was performed on 2023-01-25 and during the period of 2009-09-01 to 2023-01-25 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n 93201315 was produced in 2009-09-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. 3.3.4 battery operation "status of the power supply during battery operation" the acoustic alarm can be switched off with the "audio off" button. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.